Event description:
It was reported that the bd microfine¿ + pen needle would not attach to the pen during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about the pen needle that was not attached properly to the pen. According to the patient's report, before use, the pen needle was not attached properly to the pen and this product could thus not be used."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.